Event description:
The user facility reports the instrument broke during a surgical procedure. It is unk if the surgery was delayed but the broken tip had to be located in the pt. Once the tip was located it was removed and taped to the broken instrument. The instrument has been disposed of by the user facility.